Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set site stayed in the applicator. Blood glucose levels were adversely affected and reported at 400-500mg/dl. Multiple daily insulin (mdi) and placing new sites were conducted to address the high blood glucose. No permanent injury was reported. See MFR: 2183502-2016-01962, 2183502-2016-01963, 2183502-2016-01964, 2183502-2016-01965, 2183502-2016-01966, 2183502-2016-01967, 2183502-2016-01968, 2183502-2016-01970, 2183502-2016-01971, 2183502-2016-01972, 2183502-2016-01973, 2183502-2016-01974, 2183502-2016-01975, 2183502-2016-01976, 2183502-2016-01977, 2183502-2016-01978, and 2183502-2016-01979.